Event description:
The pt was having a cardiovascular x-ray procedure. This system's c-arm shutdown during a stent deployment. The system was rebooted but the stent was lost. The pt was taken to surgery to recover the stent. The pt was not injured.

Manufacturer narrative:
The root cause of the shut down lies in software that controls the systems's remote control. Only systems that have a remote control are affected by this problem. The mandatory field change order will be released to correct this problem.